Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006702, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot 6006702 was packaging according to the work instruction (wi) version 78, in the machine multivac 12, on 18/apr/2024, with a total of (B)(4) units. Assembly: the lot 4d01353 was assembled according to wi version 27 on-line inspection for assembly of quick set on 18/apr/2024, with a total of (B)(4) units. The lot 4d04048 was assembled according to wi version 27 on-line inspection for assembly of quick set on 21/apr/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4d01226 was manufactured according to the wi version 41 in the gluing of tubing in the machine, mp04 & mp08 on 16/apr/2024, with a total of (B)(4) units. The lot 4b03198 was manufactured according to the wi version 41 in the gluing of tubing in the machine, mp04 & mp08 on 15/apr/2024, with a total of (B)(4) units. Reiew of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.